Event description:
Related manufacturer reference number:3006705815-2024-00997. It was reported patients lead had migrated and confirmed via x-rays. As such surgical intervention took place where both the leads were explanted and replaced with a penta lead. Effective therapy was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.